Event description:
It was reported that during a gastric bypass procedure, on the second firing while creating the stomach pouch, there were unformed staples and an incomplete staple line. The surgeon hand sutured the pouch and the gastric remnant. There was no pt consequence.